Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse noted that the tubing had separated above the pump at the end of a blood transfusion. There was no blood noted to have leaked onto the floor or the pump and the patient received the complete blood transfusion. There was no report of patient harm.